Event description:
It was reported that the customer had trouble with filling the tubing. The customer's blood glucose reading was 260mg/dl. Troubleshooting was performed. It was stated that the customer's insulin pump alarmed during prime/rewind, and the drive support cap was protruded. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime alarm during prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.